Manufacturer narrative:
Manufacturer control no. (B)(4). Device will not be returned for evaluation.

Event description:
Reference MDR #1219856-2011-00405 for the first event involving the same patient. It was reported that the event involved a female patient while in the cath lab. About 10 seconds after pumping was started, blood was observed in the gas driveline tubing. The pump did not give any leak alarms. As a result, the intra-aortic balloon (iab) and teflon sheath were removed as one unit and the pump was switched out. The md inserted a tokai medical iab with a maquet intra-aortic balloon pump (iabp) successfully. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. There was no report of patient death, complications or injury. The patient outcome is good. Additional information received on (B)(4) 2011 from teleflex medical (B)(4) stated that since they had removed the arrow iab and replaced with a tokai medical iab, the pump was switched out because the customer is more familiar with a maquet iabp. This was the first time to use our autocat2 wave pump. The pump was not serviced because blood did not enter the pump. The event occurred 10 seconds after pumping was initiated. The customer stated the pump was not the problem.